Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the nebulizer was assembled and the tubing was kinked. Also, the cap was not attached to all of the threads on the jar. A functional inspection was performed to determine if the nebulizer was misting. The returned tubing was used to connect the nebulizer unit to the air flowmeter. 5cc of water was added to the returned nebulizer unit and tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. A mist was produced from the chamber of the nebulizer. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found during the visual exam and functional testing of the returned sample. The device functioned as intended.

Event description:
Customer complaint alleges the device did not mist. Alleged defect reported as detected prior to patient use during pre-testing. No report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported it is necessary to evaluate the sample involved on this complaint. No corrective actions can be established. If the device sample becomes available at a later date this complaint will be updated.

Event description:
Customer complaint alleges the device did not mist. Alleged defect reported as detected prior to patient use during pre-testing. No report of patient harm. Patient condition reported as "fine".